Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2020. Additional information: d10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/15/2020 h3 evaluation: the analysis results found that the ahv12 device was returned inside its package unopened. The complaint sample was not returned for analysis. Upon visual inspection, the representative sample was opened to review the applicator and no defects were observed. A functional test was performed and the applicator was dispensed with out failures o issues related with the customer compliant. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be verified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been performed and was received. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? [Ans: seem not as the surgeon just crushed the ampoule as normal.] Was the ampoule crushed repeatedly? [Ans: seem not.] Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? [Ans: a the product involved was discarded. The representative sample of the same lot is shipped ] what is the name and date of the surgical procedure? [Ans: (B)(6) 2020, mastectomy.] Did the glass penetrate the user¿s skin? [Ans: no.] If the glass penetrated the user's skin please respond the following questions: n/a what was done to treat the shard penetration? N/a was medical or surgical intervention required? N/a was there any special diagnostic test performed? N/a what is the status of the surgeon injury today? N/a to date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2020 and topical skin adhesive was used. During use, the ampule protruded out of the plastic vial after crushing the ampule. There were no reported patient consequences and no consequences to the user.